Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-01087. It was reported that the patient's event log captured a driveline communication fault on (B)(6) 2021. It was recommended to replace the controller and modular cable to see if that would resolve the issue. It was reported that the patient recently had the lower portion of her driveline exchanged (due to driveline alarm,) as well as the primary controller. Previous to this she would get frequent internal battery alarms . Logfiles for both her current and previous primary controllers were provided. The log file from controller hsc-078372 confirms the driveline comm fault events on (B)(6) 2021.the log file from controller hsc-083482 is unremarkable. The patient was reported to be hemodynamically stable and the alarms resolved after exchange of the modular cable

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault alarms; however, a direct correlation between this finding and the modular cable could not be conclusively established through this evaluation. Furthermore, a specific cause for the driveline communication fault alarms could not be conclusively determined. Submitted controller event log file data from (B)(6) 2021 captured persistent driveline communication fault alarms. Additional log files were submitted for review after the system controller and modular cable had been exchanged, and the driveline communication fault alarms had resolved. The account communicated that the patient was hemodynamically stable and that the alarms had resolved. The modular cable was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 lvas IFU, section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.